Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2018, the patient tested a sample on the meter resulting as 4.2 inr. Within one hour, a sample from the patient was tested in the laboratory using an unknown method, resulting as 2.97 inr. On (B)(6) 2018, the patient tested a sample on the meter resulting as 3.8 inr. Within one hour, a sample from the patient was tested in the laboratory using an unknown method, resulting as 2.77 inr. No adverse events were alleged to have occurred with the patient. The patient is currently well. The patient currently has a mild cold, with no further infection or inflammation. The patient's product was requested for investigation. Relevant retention test strips (lot 304974) were tested in comparison with the master lot. For this purpose two human blood samples from (B)(4) donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's strips were returned for investigation. The returned test strips were measured with the retention meter with a high level control sample. Testing results: specified target range 3.0-3.8 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The complained test strips have been calibrated against the who standard rtf/16 and the affected by a recall. Corresponding retention test strips (lot 304974) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.